Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history and device history record was conducted for the purpose of this investigation. According to information provided, this device will not be returned for evaluation. The device was used in a case in which cardiac tamponade occurred, which led to the discovery of a tear in the vasculature. The tear was repaired and the patient had no adverse health effects. Comments in the complaint indicate that the tear occurred at the site of the lead tip and that this was not caused by a cook device. There is no information to indicate that a device nonconformity or malfunction caused this complaint, which is corroborated through information in the complaint description. Manufacturing records for this device were reviewed and no evidence of nonconformity was found. No other complaints have been filed for this device lot. The root cause of the complaint appears to be unrelated to the device's function.

Event description:
On (B)(6) 2000, an a-lead and a v-lead were implanted. On (B)(6) 2015, a lead extraction was conducted due to infection. The v-lead was extracted successfully. During removal of the a-lead, since the lead was already broken and separated at approximately 5cm from a connecting part to the generator, not locking device but needle's eye snare was selected. Adhesions were observed not only around the broken lead but also around the lead tip, and the adhesion around the lead tip was more severe. The device was advanced by right femoral approach with the aid of cook's 18fr. 40cm sheath. The reason for use of a 18fr. 40cm sheath was that the target lead was 8fr. Which would be incompatible size to be retracted into a 16fr. Sheath contained in the device set and also that there was no other 18fr. Sheathes longer than 40cm. When the user attempted to withdraw the lead into the 18fr sheath after he felt that the tip was detached, he confirmed that the blood pressure dropped from 90 to 60 and finally down to 30. Then, the physician decided to convert the procedure to open surgery due to cardiac tamponade. A hole, approximately 1cm in diameter, made by the perforation was observed on the site where the lead tip was implanted. The site of perforation was sutured, and the lead was extracted. On (B)(6) 2015, the patient recovered.